Event description:
The customer obtained a false positive result for heparitis b surface antibody (ahbs) for one pt sample. A false positive result would incorrectly indicate that a person has established immunity to hepatitis b virus. There was no report of pt harm as a result of this event.